Event description:
It was reported that during regular follow-up, post-paced t wave oversensing was observed on the ventricular channel following stimulation. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.